Manufacturer narrative:
(B)(6). Date of event is unknown. This report is for three (3) unknown cortex screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown cortex screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent initial surgery on (B)(6) 2017. The patient returned to clinic with failure of open reduction of internal fixation(orif) medial proximal tibia, due to infection, inflammation, and nonunion. Patient underwent hardware removal surgery on (B)(6) 2018. The surgeon evacuated joint fluid and removed one (1) 3.5 mm lcp medial proximal tibia plate 4h/left 93 mm, three (3) 3.5 mm cortex screws, and four (4) 3.5 mm locking screws. All hardware was intact. Surgeon stated he had done a lateral ligament repair on patient and the wound had dehisced on that side. His repair had fallen apart and the patient started going into varix which most likely caused the orif on the medial side to fail. The procedure was completed successfully and the patient status was reported as ok/complete. This report is for three (3) unknown cortex screws. This is report 2 of 3 for (B)(4).